Manufacturer narrative:
Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period (jun-2019 through may-2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse found that the k5 was not reacting. The fse resolved the issue by replacing the purge valve assembly,iabp, and performed a full calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the initial reporter that is abbreviated in block is (B)(6).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had a filling error. No patient harm, serious injury or adverse event was reported.